Manufacturer narrative:
Investigation summary: observations and /or testing was not conducted because units were not provided for this incident for the alleged defect of needle disengagement difficult. DHR for lot 9135961; has previously been reviewed. Lot was built and packaged on nfa line 1 from 21may2019 through 25may2019 for the quantity of 201,610 ea. No quality issues or process deviations were found. Sap (qn) database review; revealed that there were no reject activity findings relevant to the reported defect associated with the lot number provided for this incident. Investigation conclusion: no units (samples) or photos were provided for observation or testing of this incident therefore the alleged defect was not identified or confirmed. Root cause description: no units (samples) or photos were provided for observation or testing of this incident therefore the alleged defect was not identified or confirmed and a root cause was not established. Therefore there was no physical/mechanical evidence to confirm or support manufacturing process related issues for the alleged defect.

Event description:
It was reported that device operation difficulties occurred during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "we had another experience challenges with the nexiva catheters this morning. She had 2 catheters from the same lot number that were difficult to pull back. It sounds like the same ¿dragging¿ feeling that the previous nurse experienced. The catheter was used on the patient. The device was not inserted into a patient. It was identified by the preop rn when completing the preinsertion process of ensuring the heat seal is released that the friction was identified. Once it was identified the device was not used and it was noted that the ¿drag¿ was significant with the stylet movement on the device. In fact, we had another device this just occurred similarly to today that I have in my office now." 2 occurrences were reported. 1 of 2 complaints.